Event description:
It was reported that on (B)(6) 2014, during surgery the surgeon had to dislocate the hip on the left side. When he did it, the ceramic head came off and the metal sleeve stayed on the hip stem.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specification event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).